Manufacturer narrative:
Concomitant medical products: patient medications - aspirin, paxil, amlodipine, buproplon hcl, clonidine, lansoprazole, losartan, and pravastatin.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the cause of the endoleak is reportedly unknown.

Event description:
On (B)(6) 2014, the patient underwent treatment of a symptomatic 8.2 cm abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Final imaging showed no evidence of endoleak, and the patient tolerated the procedure. It was reported that post-operatively on an unknown date, the patient became symptomatic, and follow-up imaging showed a possible proximal type I endoleak. The cause of the endoleak is reportedly unknown.on (B)(6) 2014, a procedure was performed whereby additional angioplasty was performed on the proximal neck of the trunk. Final angiography showed resolution of the endoleak.